Event description:
Endoscopic cleaning brush tip had broken off and was left in scope (unnoticed) after previous wash. When physician went to insert an instrument during a procedure in to the scope, he was unable to pass thru the obstruction. The scope was replaced with another scope, and the procedure was completed without any complications to the patient or scope.